Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during multiple inflation attempts at below rated burst pressure (rbp), the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.